Event description:
A report was received that the patient's ipg had moved, the angle was no longer flat which was uncomfortable for the patient and could no longer charge. The patient underwent a revision procedure. The patient was doing well postoperatively.